Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed. The suture deployment thread was broken and appeared frayed at the break site. A functional evaluation revealed that the remainder of the suture thread could be retracted and the stent could be deployed. A review of the device history record was performed on the pertinent lot; no anomalies were found. A search of the complaint database indicated that no add'l complaints have been reported for the lot.

Event description:
On oct. 11, 2007, it was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used in a stent placement procedure in a male pt (age and weight unk) in 2007. According to the complainant, as the physician was attempting to deploy the stent, there was resistance "and after a different manipulation of the wire, the wire broke and it was not possible to open the stent." The device was removed and the procedure was successfully completed with a second ultraflex covered ng esophageal stent. No pt complications were reported as a result of this event. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on dec. 17, 2007, revealed an MDR-reportable device malfunction. This MFR report is being submitted based on the evaluation results.